Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the pacemaker¿s memory found over 19 minutes of no telemetry, 1209 benign timer resets and two telemetry codes. The device case was then removed and no high resistance or open conditions were noted in the areas that could contribute to higher current conditions. Analysis determined that based upon the information stored within the device¿s memory, the pacemaker exhibited high-power usage due to an radiofrequency anomaly.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.